Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to fluid loss. It was noted that the device was not working. A new aus was placed, and no patient complications were reported.